Event description:
Pt received primary surgery on (B)(6) 2013, through the posterior approach. During pt's f/u x-rays looked fine and pt was doing fine. Pt then reported to surgeon's rooms again last week with pain and compromised function. X-rays confirmed a significant fracture of the acetabulum and cup has moved: revision surgery performed. Ref MFR 3005180920-2013-00119.